Event description:
Healthcare professional reported that the valve was explanted due to thrombus secondary to aggresive pannus ingrowth that went evenly all around the inflow side of the valve. The valve was returned for analysis. Add'l info was requested.